Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported during maintenance, and the avea ventilator was alarming "circuit occlusion" and "alarm disconnect". The customer claims the ventilator passed the leak test and replaced the exhalation filter but the reported issue was not resolved. The customer was instructed by carefusion technical support to calibrate the inspiratory pressure transducer, exhalation pressure transducer and exhalation flow transducer. The customer did not provide patient information. Since the customer reported that this was during maintanence, it is understood that there is no patient involvement.